Event description:
This case was reported by a facility in guang'an, china on 01 september 2025. Customer reports that during the operation, the high-pressure injector crashed and failed to inject medicine, resulting in surgical interruption and device replacement. Patient was attached. Contrast and surgery unknown, procedure completed with changing device, no clinical consequences.